Event description:
It was reported "console battery failure". The iabp pump console was removed and not replaced due to the patient be stable without therapy. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "console battery failure". The iabp pump console was removed and not replaced due to the patient be stable without therapy. No patient injury or consequence reported. The paitents current condition is reported as "fine".